Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the site reported the most recent interrogation prior to the event was on (B)(6) 2017. They confirmed what was previously reported, that the event was possibly related to the device or therapy, and due to programming. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported the issues was related to therapy and programming. It was resolved by changing programs and decreasing amplitude. The patient's relevant medical history included urgency-frequency; urinary urge incontinence; inflammatory bowel dis ease; pelvic pain; sexual dysfunction; surgery for urinary stress incontinence; cystocele repair; hysterectomy; previously tried incontinence medications; depression. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported an undesirable sensation which included an electrical stinging sensation down both legs. Interventions included a program change and amplitude decrease on (B)(6) 2017. The event was possibly related to the device or therapy and not related to the implant procedure. It was not due to programming and the final programming for the most recent interrogation was on (B)(6) 2017. The issue was resolved with changing programs and decreasing amplitude on (B)(6) 2017. No further patient complications have been reported as a result of this event.